Event description:
The device was returned to the manufacturer due to a field advisory. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the battery release was contaminated. It was also noted that the lower case was contaminated, the upper case was broken, the ring cover was contaminated, the two side bail covers were broken, the lead flex cover was contaminated and the ring was bent.